Event description:
It was reported the patient received 3 inappropriate shocks due to oversensing at home and went to the hospital. He was "reanimated and transferred to the intensive care unit." He continued to receive high voltage therapy shocks. The physician confirmed cerebral death and programmed off the device vf/vt detection. The next day the manufacturer's representative noted oversensing on the egm and reprogrammed the detection "without success." The patient is reported to have died. There is no indication the death was device related. The cause of death has been requested and not yet received.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. There was no indication the death was device related; the cause of death has been requested but has not been received. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead analyzed. Other: it was reported the patient received 3 inappropriate shocks due to oversensing at home and went to the hospital. He was "reanimated and transferred to the intensive care unit." He continued to receive high voltage therapy shocks. The physician confirmed cerebral death and programmed off the device vf/vt detection. The next day the manufacturer's representative noted oversensing on the egm and reprogrammed the detection "without success." The patient is reported to have died. There is no indication the death was device related. The cause of death has been requested and not yet received. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor; no conclusion can be drawn. Oversensing, shock, inappropriate.